Event description:
The patient was admitted to the hospital with an uti. Surgical procedure 1) arthrotomy with drainage and anterior/posterior synovectomies infected knee 2) exchange of left knee polymer insert 3) application resorbable antibiotic bears left knee joint.revised to exactech insert (3.5f/2.5t). He was taken to the recovery room in stable condition. No other information is available.

Manufacturer narrative:
H10. Additional information ¿ b5, g2, h6 medical device problem code, h7, h8, h9 h6. Investigation results - truliant tib imp ps insert with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The polyethylene exchange is most likely related to the patient condition of septic arthritis and related to the uti, which caused a hospital admission. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation the 73 y/o male patient had a left knee replacement on (B)(6) 2020. Approximately 2 years and 10 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: diagnosis: septic arthritis left total knee arthroplasty. Pre-procedure: the patient developed left lower extremity cellulitis and knee pain. Aspiration of the knee was performed twice, second result notable for 41k nucleated cells. Procedure: purulent fluid erupted from joint space and was evacuated. Two deep culture swabs were obtained. The knee was irrigated with saline and betadine. A circumferential debridement was performed with anterior synovectomy. The polymer insert was removed. Debridement was continued with posterior synovectomy. Posterior synovium was sent as tissue specimen for culture.

Manufacturer narrative:
D10: concomitants: 6381460, 02-012-60-1425 - tru stem ext 14mm x 25mm. 6353015, 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. 4761748, 02-022-45-2535 - truliant tib fit tray cem sz 2.5f / 3.5t. 6204867, 200-02-38 - three peg patella 38mm. 6293189, 204-70-00 - tibial stem ext. Screw. 11021019190, a10012 - gps implant kit v2. Pending investigation.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation. Manufacturer narrative updated: the reason for the revision reported may be the result of infection. The prosthesis wear and instability cannot be confirmed from the reported information and have been reported at this later time due to inclusion of the polyethylene in the packaging recall. Potential contributions of user to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.